Manufacturer narrative:
The customer replaced the data acquisition board to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a barometer sensor error occurred. There was no patient involvement at the time the issue was discovered. The customer requested the part number for the data acquisition (da) printed circuit board assembly (pcba) to order and replace. The remote service engineer (rse) provided the customer with the requested part number.